Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 degenerative tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, two triclips were implanted successfully. The procedure was discontinued. The final tr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2026, the patient returned with grade 3 tr. A transthoracic echocardiogram (tte) was performed, and it was identified that the clip moved on the anterior leaflet. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration appears to be related to challenging patient anatomy (gaps and large annulus). The reported tricuspid regurgitation is a cascading event of the migration. The reported patient effect of tricuspid regurgitation, as listed in the triclip g4 system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.